Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received no delivery alarms a few times in one day during bolus delivery. Customer's blood glucose was 37 mg/dl. Customer was not able to clear alarm and call was disconnected.